Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, 2013 (B)(6); vedr01, implantable pulse generator (ipg), 2013 (B)(6). (B)(4).

Event description:
It was reported that a day after implant, the right ventricular (rv) lead was showing intermittent non-capture and varying thresholds during testing. The lead was thought to have a microdislodgement. The lead was repositioned with good measurements. The lead is still in use. No patient complications have been reported as a result of this event.